Manufacturer narrative:
Other relevant device(s) are: brand name: micra, < model #: mc1vr01-delsys/ expiration date: 28-dec-2020/ serial#: (B)(4), UDI # (B)(4), device available for evaluation: yes, return date: 27-sep-2019 > device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, dev rtn to MFR? Yes, < mfg date: 15-jul-2019> labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), difficulty was encountered when trying to retract the tether through the delivery system after cutting it. During attempts to remove the tether the leadless ipg dislodged. The leadless ipg was recaptured and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Other relevant device(s) are: mc1vr01-delsys. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system tether was broken/cut/pulled apart. The delivery system outer shaft was kinked/buckled. Flat wire was found protruding from the delivery system outer shaft. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed in the lumen of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recaptured in the device cup and the tether was cut. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. The outer shaft is kink/buckled at 5.5 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. Deployment could not be performed due to the tether being cut. It is plausible that the torn lumen could be the cause for the tether becoming stuck. If information is provided in the future, a supplemental report will be issued.